Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was returned for evaluation. When the pump was evaluated the reported complaint was not confirmed. The delivery accuracy of 250ml/hr and 25ml tested in specification three (3) times: 1st test: 6 minutes 2 seconds or 99% of expected accuracy. 2nd test: 6 minutes 2 seconds or 99% of expected accuracy. 3rd test: 6 minutes 1 seconds or 99% of expected accuracy. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: the infusion center was infusing chemotherapy, and the medication was infused quicker then prescribed.